Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right lower extremity (rle) ischemia after extracorporeal membrane oxygenation (ECMO) decannulation that required cutdown and open repair by vascular surgery on (B)(6) 2025. The patient was had a post-operative hemorrhage that required a massive transfusion and a delayed chest closure with washout on (B)(6) 2025. The patient was also heparin-induced thrombocytopenia (hit) positive on bivalirudin with radial a thrombosis. The centrimag right ventricular assist device (rvad) was removed on (B)(6) 2025.